Event description:
The cannula vent cap could not be removed by pulling the removal tab. A tool was required to remove the cap. The event occurred before the cannula was put into use. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.